Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The ventilator interface board was replaced.

Event description:
The hospital reported that, at the start of the case, the unit alarmed and mechanical ventilation was not functional. The clinician swapped out the anesthesia machine. There was no reported patient injury.